Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with an acute blood pump system. It was reported that the centrimag motor stopped on the pt. The pt was switched to a backup centrimag motor. No harm to the pt was reported during this event.